Manufacturer narrative:
Info for 2nd iol: model: at50se, lot#: 006957, diopter: 23.50 d. The device history records were reviewed, and there were no discrepancies or unusual findings.

Event description:
The patient reported that she underwent cataract surgery with placement the crystalens in both eyes. Surgery on the left eye (os) was 2007; surgery on the right eye (od) was the following month. Postoperatively, the patient reports that the crystalens vaulted in both eyes. She reports that her uncorrected vision is blurry and that she has astigmatism. Patient is able to read with glasses. Patient states she is unable to drive or perform work due to blurry vision. Additional information has been requested from the patient's physician. This event is being reported due to a lack of information concerning the cause of the event.